Event description:
This case was initially received via regulatory authority FDA (reference number: mw5070207) on 19-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of haematosalpinx ("left fallopian tube was swollen due to back up of blood") and nephrolithiasis ("kidney stone") in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "had essure and novasure at same time" on (B)(6) 2012. Concomitant products included alprazolam (xanax), atorvastatin calcium (lipitor), colecalciferol (vitamin d3), propranolol (inderal), ubidecarenone (coenzyme q10) and venlafaxine (effexor). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced haematosalpinx (seriousness criteria medically significant and intervention required) with abdominal pain and nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (stone removed and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the haematosalpinx and nephrolithiasis outcome was unknown. The reporter provided no causality assessment for haematosalpinx and nephrolithiasis with essure. The reporter commented she had essure and novasure at same time. She had severe left sided pain and had kidney stone surgery because they thought it was from stones. After stone removed continued with pain. She went to gynecologist, it was determined that the left fallopian tube was swollen due to back up of blood because novasure did not take properly. She had to have hysterectomy. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.